Event description:
It was reported to boston scientific corp that a resolution clip device was used during a pediatric colonoscopy and polyp removal procedure, performed on (B) (6) 2009. According to the complainant, during the procedure, the clip deployed and grasped onto the tissue but the physician had to manipulate the catheter back and fourth in order to get the clip to release from the catheter. The physician was successful and the procedure was completed with the same device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B) (6).